Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a pump error on their insulin pump. The customer's blood glucose level was 212 mg/dl at the time of the incident. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump had operating currents within specification. The device passed the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The motor was tested outside the device and passed. The pump error confirmed in pump history due to cold solder joint at u1 keypad assembly. The device had a cracked keypad overlay at the select button. The device had a minor scratched display window, case, and keypad overlay texture damaged.